Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. Scorch marks were also present on the transformer of the inverter board. A known good inverter board was installed, and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. The cycler underwent and passed the teach pump test, system air leak test, and the balloon valve actuation test. The accelerated stress test (ast) 3-hours simulated treatment was performed and passed with no further alarms or issues. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler was noisy. The patient reported that the noise occurred during power up of their treatment. The patient reported that the noise sounded like a buzzing or clicking noise and it was the first time that it occurred. During power up, the patient also noticed a burning smell coming from the cycler. The patient stated that they turned off cycler and will not use it for treatment. The fresenius technical support representative issued a replacement cycler and advised to discontinue using the cycler and contact their peritoneal dialysis registered nurse (pdrn) to inform of replacement. Upon follow up, the patient confirmed that no patient adverse effects were experienced, or no medical intervention was required. The patient was not able to complete treatment. The patient also confirmed that there was no signs of fire, sparks, or smoke along with the burning smell. Upon cycler investigation, a internal short was found on the transformer of the inverter board.